Manufacturer narrative:
Reported event: an event regarding incorrect device being selected involving a gmrs femoral component was reported. Conclusion: as per the event description the incorrect device was implanted. The primary surgery was completed on the left knee and a right knee was implanted. The patient was revised the same day to correct the issue. Based on the provided information it has been determined that this event is associated with an off-label application.

Event description:
It was reported that the wrong implant, )incorrect side) was implanted. The patient was revised the same day to correct the issue. The primary surgery was done on left side and right implant placed in.

Event description:
It was reported that the wrong implant, (incorrect side) was implanted. The patient was revised the same day to correct the issue. The primary surgery was done on left side and right implant placed in.

Manufacturer narrative:
Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report. Device not returned - hospital policy.